Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that during an independent supply change while still connected to the infusion set, the user inserted a new cartridge that was later found empty, leading to concern that insulin had been delivered unintentionally; however, blood glucose rose within 30 minutes and remained stable thereafter, indicating the cartridge had not been filled and no unintended insulin bolus occurred. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed user handling error related to changing supplies while connected and failure to properly fill the cartridge prior to use. No symptoms or adverse clinical effects during the event was reported, with blood glucose reported within target range during the call. Outcomes included no injury, no medical intervention and no hospitalization. It was concluded that the event resulted from user error, and product malfunction was not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.